Event description:
The customer called for help with her contour ts meter. While troubleshooting, it was discovered the customer's meter display was missing segments. The customer had not been aware of the missing segments, but no adverse events were alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.